Event description:
As reported by the user facility: brief inquiry description blue tip of fx catheter sheared off. Detailed inquiry description blue distal tip of fx catheter sheared off in tuohy. I just picked up the affected sample of #(B)(4) in cir 023265, no pir number yet. Dr. (B)(6) picked up the catheter and compared it to a regular fx catheter and she determined that only the blue tip was sheared off. She was going to put both catheters into a bag but I had her not put in the unaffected newly-opened fx which could be used for length comparison as I did not want any confusion with two fx catheters as there are plenty of fx catheters at the home office. There are a couple inches of springwound coil; she believes none of the coil is in the patient after measuring the catheter against a control and the couple inches of coil being in the distal blue tip---she believes only the blue tip is in the patient. Which is polyether block amide which should be inert and biocompatible. Dr. (B)(6) wants to know if she should alert that patient that there is springwound coil in her back or after your examination of the sample, once returned to med affairs, that there is not coil in the patient's back thus not necessitating an MRI. For what it's worth I don't believe there is coil in the patient's back but please make that formal determination upon examination of the catheter that I will send to braun once the shipping paperwork is received. Thank you!

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample was provided for evaluation. Although visual evaluation did show a catheter with a sheared tip, it did not confirm any manufacturing defect prior to the use of the contaminated catheter. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User should refer to IFU which states, "warnings: do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. Needle with damaged tip increases the risk of intrathecal or intravascular placement. If resistance is felt during advancement of the needle, carefully correct the orientation of the needle but never apply excessive force. Following puncture and verification of the epidural space, introduce catheter tip through epidural needle using the thread assist guide. Caution: do not withdraw catheter through needle because of the possible danger of shearing or kinking. Insert catheter to desired depth. Precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.